Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit does not produce light and experiences an e-2 error.